Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a restenosed concentric lesion in the distal right coronary artery (rca) with moderate calcification that was 99% stenosed. Resistance was not felt during advancement of a 3.0 x 12 mm nc tenku balloon dilatation catheter (bdc) to the lesion for pre-dilatation and it crossed successfully; however, the balloon ruptured during the third inflation at 12 atmospheres held for 10 seconds. A new unknown bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.